Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the guidewire indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire became stuck and subsequently broke inside the lead. The lead was not used and will not be replaced in the future. No patient complications have been reported as a result of this event.